Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead had also exhibited noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up after receiving an alert for decreased lead impedance. The lead impedance was low but all other electrical values were within range. The physician elected to explant and replace the lead. The patient was in good condition post surgery.

Manufacturer narrative:
Final analysis found that after dissecting the outer insulation and outer coil of the lead, an internal abrasion was noted at 6.3 cm to 7.2 cm from the connector pin. The damage was consistent with that occurring at the time of the surgical procedure.